Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, lot 243104 inratio: 3.8, (B)(4), inratio: 4.8, lab: 1.8, lot 243934 inratio: 5.0. Pt's target therapeutic range is 2.5 - 3.0. Pt presented in emergency room on (B)(6) 2011 with edema and leg pain. Physician did side by side comparison between meter and lab. Pt was treated for asthma and sub-therapeutic inr.

Manufacturer narrative:
Additional lot#: 243934. Investigation pending.